Manufacturer narrative:
The field service representative found a broken internal standard (is) bath and is bath solenoids which was not allowing aspiration of vacuum fangs. He replaced the is bath, is bath solenoids, and tubing to the vacuum pump. Once parts were changed he checked the instrument and performed an air purge and reagent primes. He verified the correct aspiration of the fangs, and performed ise checks. The customer performed calibration, qc, comparison checks, and precision checks. The customer's qc results were ok. There was no indication of a reagent issue. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode, k, and cl results for 1 sample, questionable na electrode, k results for 1 sample, and questionable na electrode results for 4 samples on a cobas 6000 c 501 module. Sample 1: (B)(6). The initial na result was 124 mmol/l and the repeated result was 138 mmol/l. The initial k result was 3.90 mmol/l and the repeated result was 4.45 mmol/l. The initial cl result was 88.6 mmol/l and the repeated result was 98.4 mmol/l. Sample 2: (B)(6). The initial na result was 123 mmol/l and the repeated result was 137 mmol/l. The initial k result was 3.86 mmol/l and the repeated result was 4.28 mmol/l. Sample 3: (B)(6). The initial na result was 130 mmol/l and the repeated result was 140 mmol/l. Sample 4: (B)(6). The initial na result was 133 mmol/l. And the repeated result was 142 mmol/l. Sample 5: (B)(6). The initial na result was 128 mmol/l and the repeated result was 135 mmol/l. Sample 6: (B)(6). The initial na result was 130 mmol/l and the repeated result was 138 mmol/l. The repeated results were obtained using an alternate instrument and they were believed to be correct. The results were reported outside of the laboratory. The samples were repeated because the results were questioned by the physician. This medwatch will apply to the na electrode. Please refer to the medwatch with a1. Patient identifier : (B)(6). For information related to the cl electrode and medwatch with a1. Patient identifier : (B)(6). For information related to the k electrode.